Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had dropped the pump causing the infusion set site to tug away from the skin. The customer's blood glucose (bg) level was 252 mg/dl and a correction bolus was delivered via the pump to address the bg level. The customer did not know if the cannula had come out of the skin when the pump had dropped and was the cause of the high bg or if it was due to a recently consumed meal. The customer declined tandem technical support's offer to troubleshoot.